Event description:
When the doctor pulled the plunger out there was no thread. The device was removed, and nothing was seen inside the patient. This occurred with three different devices from the same lot number.